Manufacturer narrative:
The meter serial number provided by the customer was not valid, so it was not possible to determine a manufacture date for the meter.

Event description:
The customer tested her blood glucose using her 2 breeze2 meters and rec'd readings of 106 and 284 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed a control test during the call and the result fell within the normal control range. No product will be returned.